Event description:
Lead remains implanted. Shock impedance has increased in the last two months. Rv sensing has trended up in the last year. Pacing threshold is low, dropping below 0.5v. Patient will be brought in for a full lead evaluation. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.